Manufacturer narrative:
Correction b5: event description was updated to mention that it was post-paced t-wave oversensing that was seen, it was previously reported as far p wave oversensing.

Event description:
Additional information received notes that the non-sustained right ventricular oversensing was due to post-paced t-wave oversensing.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing due to far p wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was stable.